Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analyst commented, episode #273 shows evidence of t-wave oversensing (twos).

Event description:
It was reported that during use of right ventricular (rv) lead, the patient received inappropriate shock therapy due to t-wave oversensing (twos). Re-programming to device settings was made and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) lead undersensing information. Analyst commented, very occasional rv undersensing observed on stored electrogram (egm) (e.g. Episode 279). No loss of therapy or inappropriate therapy was observed in the egm.